Event description:
Customer reported the image is going from light to dark and various voltage errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4).